Manufacturer narrative:
Calibration and control data were ok. The field service engineer determined the rinse level was too low. The rinse level was adjusted. Precision studies were performed and recovered within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with alb2 albumin gen.2 on a cobas c 503 analytical unit. The sample initially resulted in an albumin value of 0.35 g/dl and this value was reported outside of the laboratory. Based on delta check flagging in the customer's laboratory information system, the sample was repeated, resulting in a value of 2.47 g/dl. The repeat value was deemed correct. The albumin reagent lot number was 663677. The reagent expiration date was requested, but not provided.